Manufacturer narrative:
H.6. Investigation: three photos and one sample were provided to our quality team for evaluation. Based on the photos, we were not able to identify and issues related to the injector. The product was evaluated, connecting the injector to a spike set with a phaseal connector. In all cases, liquid flowed without issue. Testing is performed throughout manufacturing according to procedure to ensure the quality of the device. As the injector lot information was not provided, a device history review could not be performed. Based on the investigation results, we were not able to identify a root cause related to the injector.

Event description:
It has been reported that one injector luer lock n35c multipack has been found experiencing flow issues during use. The following has been provided by the initial reporter: when giving chemo to the patient, it didn't flow. Not sure the issue occurred whether in the line or in the injector.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that one injector luer lock n35c multipack has been found experiencing flow issues during use. The following has been provided by the initial reporter: when giving chemo to the patient, it didn't flow. Not sure the issue occurred whether in the line or in the injector.